Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses and experienced issues post procedure. Breast pain, fatigue, and unspecified sensitivity were all noted. The devices were punctured during explant without replacement in 2016. The symptoms were stated to have gotten worse over time. See 1645337-2019-10275 for contralateral prosthesis report.